Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, the pacemaker failed to be interrogated and went to backup vvi mode. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of pacemaker found in back-up mode was confirmed however the reported event of failure to interrogate could not be confirmed. The pacemaker was received in backup condition with battery levels at end of life with good telemetry communication showing backup condition. Electrical analysis indicated normal device functionality. The implant duration exceeds the projected longevity based on average monthly current indicating normal battery depletion.